Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. In this case, the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device was not returned for evaluation due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm aortic pericardial valve was explanted after an implant duration of three (3) months, 10 days due to endocarditis and large vegetation. The explanted valve was replaced with a 23mm 3300tfx aortic pericardial valve. Per the medical records, the aortic valve was excised and noted to have vegetation on the leaflet surface with a large subvalvular vegetation. There was pseudoaneurysm extending from the left to the right coronary artery and from the annulus to the old aortic suture line. The aortic annulus was sized to a 23mm 3300tfx aortic valve. Pledgeted sutures were brought up through the annulus and through the sewing ring of the valve. The valve was secure in place and all leaflets opened and closed properly. The patient was weaned from cardiopulmonary bypass. Protamine was administered. The patient was transferred to the cvicu in stable condition post procedure.

Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. There is currently insufficient information to determine the root cause of this event. The subject device was not returned for evaluation due to customer refusal. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm aortic pericardial valve was explanted after an implant duration of three (3) months, 10 days due to unknown reasons. The explanted valve was replaced with a 23mm 3300tfx aortic pericardial valve. The patient was reported to be in recovery post procedure. No other details were provided.